Manufacturer narrative:
Evaluation summary: device (a) was returned with the blade scratched, gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. Device (b): batch#= t91d17; exp. Date 06/2008; mfg date 07/2003. Device (b) was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. All other information is the same for both devices.

Event description:
It was reported that the device was used during a cholecystectomy, the display shows instrument error. No further information is available. Case was completed with same like product. There was no pt consequence.